Manufacturer narrative:
Title radiofrequency ablation using a 10-mm target margin for small hepatocellular carcinoma in patients with liver cirrhosis: a prospective randomized trial source j surg oncol., volume 115, 2017(971¿979) article number: 8 date of publication: 17 feb 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed on between october 2010 and june 2012, on a study to compare 3-year clinical outcomes of radiofrequency ablation (rfa) targeting 5- or 10-mm margins for small hepatocellular carcinomas (hccs) in cirrhotic patients. Out of 96 patients 32 died. It is unknown at this time if the device caused or contributed to the patient event.